Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during the unknown procedure faradrive steerable sheath clear was selected for use. It has been mentioned that the 3-way rotating part was damaged. The procedure outcome is unknown. No patient complications have been reported. The product is expected to be returned.

Event description:
It was reported that during the unknown procedure faradrive steerable sheath clear was selected for use. It has been mentioned that the 3-way rotating part was damaged. The procedure outcome is unknown. No patient complications have been reported. The product is expected to be returned.

Manufacturer narrative:
Investigation summary. Based on the available information, the root cause of the 3-way rotating part was damaged of the sheath's stopcock was confirmed upon device return and inspection. Device history record review. It was confirmed this device met specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Device technical analysis. The returned faradrive sheath was observed to have its stopcock knob rotated beyond its intended limit. The knob was over-rotated in the field leading it to continue to be able to rotate 360 degrees around the stopcock component. No abnormalities were observed on the stopcock or any other component of the returned sheath, meaning this failure most likely occurred from over exertion/unintended inappropriate use of the stopcock knob. Risk assessment: a risk review was conducted using faradrive hazard analysis, which references an event where excessive sheath manipulation resulted in additional intervention being required (device replacement). Based on the information provided in the event description, the maximum severity associated with this event was determined to be a 2, as no procedural complication was mentioned and the outcome of the procedure is unknown. Labeling review. Based on the information provided, there is no evidence that the device was used in a manner inconsistent with the labelled indications/instructions for use (IFU). Investigation conclusion. The unintended use error caused or contributed to event conclusion code was selected for the damaged/defective allegation as the returned faradrive sheath was observed to have its stopcock knob rotated beyond its intended limit. The knob was over-rotated in the field leading it to continue to be able to rotate 360 degrees around the stopcock component. No abnormalities were observed on the stopcock or any other component of the returned sheath, meaning this failure most likely occurred from over exertion/unintended inappropriate use of the stopcock knob. No escalations are required.